Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified no additional similar issues with same catalog (item) or lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "intraoperative or post-operative bone perforation or fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10461/10462/10464. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent a right knee surgery on (B)(6) 2013. The operative record indicated that the tibial pre-setting tool didn't pre-set both the bearing implants onto the tibial tray adequately and the tibial island did not stay intact through full extension. Components were cemented and the surgeon struggled to fit lateral poly rending island fracture. No further information was provided and patient's outcome is unknown. Attempts have been made and no further information has been provided.